Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the actual device evaluation and completed investigation result. The evaluation was initially reported without the actual device; however, the device has since been returned. Five actual samples were received. Sg3 needle connected to b-d syringe, three sg3 needles assembled to pre-filled glass syringe, and one broken sg3 needle. All samples were sent without specific labeling to indicate as to which MDR the sample was intended for. All samples were used for all events reported. Based on the actual sample received, one sg3 needle was already activated and connected to a b-d syringe, three pieces sg3 needle were connected with pre-filled syringes and contains solidified medicine, two of the syringes were already activated while the other syringe was confirmed to have bent needle wherein the needle was sticking out of the sheath, and one broken safety needle was also observed. Moreover, all samples were noted to have traces of usage. Current lot samples (170915) were visually inspected for defects that will affect activation of safety sheath such as damaged parts, deformation, short shot, flash and tilted cannula. No such defects were observed. In addition, the safety sheath is firmly attached to the collar. Current samples were subjected to manual sheath activation by simulation following and using the three methods of activation stated in the instruction for use. Manual sheath activation by simulation was conducted successfully on all samples with no difficulty. The product was easily activated and the click sound was audible. The safety sheath on all samples were observed fully engaged under the tooth. In addition, no bending of needle and no damaged sg parts were observed. Verification of the received actual samples showed traces of usage in which may have caused the bending of the needle and broken safety sheath. Most likely, the bending of the needle was encountered during product usage. Based on the simulation, no difficulties were noted during manual activation of the safety sheath. The device can be easily activated by finger activation, thumb activation and surface activation with a firm, quick motion as indicated in the IFU. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. (B)(4). Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Manufacturer narrative:
D4: UDI - not required for the reported product code/lot number combination. The actual device was not returned to the manufacturing facility. Therefore, the investigation was based upon evaluation of the user facility information. A review of the lot history files was unable to be conducted due to the unknown lot number. Prior to shipment, qc conducts outgoing visual inspection, sensory inspections, and functional testing and all samples for the complaint lot passed. The user facility reported similar events. See MDR's 3003902955-2017-00020, 3003902955-2017-00023, 3003902955-2017-00024, 3003902955-2017-00025, 3003902955-2017-00026, and 3003902955-2017-00027. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported difficulties with the device. The following information was provided by the user facility: when she activates the safety needle sometimes the needle bends to the side and does not activate properly; there was no patient impact, the injections were not negatively affected; and there were no other device or equipment used with the product. Additional information was received on july 31, 2017. After injecting a patient, she activated the safety device on a hard surface and afterwards noticed the needle bent and was sticking out beyond the sheath. They are noticing this seems to be happening when using the 25g utw needles. She was aware of the protruding needle so she did not put her hand anywhere near the needle. This did not result in a needle stick.